Event description:
I was implanted with bard davol 3d max hernia mesh on (B)(6) 2009 during laparoscopic bilateral inguinal hernia repair. The procedure occurred without operative complications and a six week healing period was observed also without complication. Shortly after the healing period, I developed chronic pain on the left side in the inguinal area radiating down into the left testicle and left side of the groin. I continue to have this pain 7.5 years later. I have been treated with steroid injections and nerve block injections with little to no lasting relief. Initial diagnosis was ilioinguinal neuropathy and I was placed on 300mg gabapentin taken orally 3 times per day and that helped for a few years. Now the pain has gotten worse and does not completely respond to the gabapentin and I have started taking ibuprofen about 800mg per day spread over the day. The combined ibuprofen and gabapentin have little impact on the pain. The operating surgeon currently thinks the recent pain may be a strain to the repaired area that will self resolve and believes that there is no hernia recurrence. However, only a physical exam was done and no imaging was conducted to arrive at this conclusion. Mesh contraction, erosion, folding, migration, infection, and nerve entrapment were not considered at this time but may be the next possibilities to consider. I will continue to submit reports on this issue and reference the initial report number in subsequent follow ups.